Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 62616p100 were in use. The issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000 analyzer, list # 3m74-01, (B)(4). Evaluation: no method, results or conclusions can be made at this time. Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The j-loop end of the guide wire would not advance or retract in the right internal jugular (ij) vein and had to be removed with the j-loop sticking out of the end of the tip of the edwards presep catheter. It was felt that the distal end of the edwards presep catheter was very rigid and it was difficult to move the guidewire past the tip even after it had been removed from the patient's ij vein.

Event description:
Incident was reported with our dur-d, access sheath and 35bx guidewire. The surgeon was using this equipment and perforated a pt's ureter. The pt was 91 yrs old and suspected of having cancer in the kidney. As a result of the perforation, the surgeon had to open the pt to repair the ureter. Once he opened, he discovered the pt had severe cancer and removed his kidney.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect i2000sr analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Event description:
The customer reported that info did not appear on the central station monitor during a pt event.